Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system}. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was seen in clinic during a follow up appointment and a purulent yellow-green drainage from the driveline exit site was present. It was warm with tracking and the patient was admitted. Broad spectrum empiric antibiotics were started. A computed tomography was done of the chest, abdomen, and pelvis and was found to be unremarkable. There was no evidence of soft tissue cellulitis, abscess, hematoma, or focal infection within the abdomen or pelvis. A wound culture was found positive for (B)(6) blood cultures had nothing to declare.